Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the steering issues and difficulty removing. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a large aorta and a small left atrium. The steerable guide catheter (sgc) was advanced into the patient anatomy without issue. Due to the patient anatomy, some visualization difficulties were noted. However, when the clip delivery system (cds) was advanced, a steering issue was noted. The cds was not properly aligned during insertion and when the m knob was applied, the device did not respond appropriately. It was decided to remove the cds in order to properly align, but during retraction, one of the clip arms became stuck between the sgc and the grippers. Troubleshooting maneuvers were performed in order to release the clip arm from the sgc, but troubleshooting was unsuccessful. The physician made the decision to retract the sgc with the clip remaining stuck on the sgc. This was performed slowly in order to not injure the patient. After removal, the decision was made to use a new sgc and a new cds. A new vessel access site was performed in the right femoral artery. The clip was implanted in the central portion of the anterior 2/posterior 2 (a2/p2) leaflet segment and the mr was reduced from grade 4+ to grade 1+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip nt IFU instructs to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated, and the reported user error (failure to follow steps) is associated with the user mis-keying the devices during cds insertion, resulting in the sleeve steering issue. A definitive cause for the difficult to remove the cds from the sgc could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, it was reported that the physician did not follow the instructions for use (IFU) when inserting the clip delivery system (cds) into the steerable guide catheter (sgc). The sgc performed as intended. No additional information was provided.